Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent surgical procedure on (B)(6) 2008 and pelvicol was implanted due to obstructive pelvic repair/incomplete bladder emptying and urinary retention. It was reported that patient underwent stage I interstim sacral nerve root testing due to refractory urinary urgency/pelvic pain on (B)(6) 2009 and underwent explant stage I due to failed stage I sacral nerve root testing on (B)(6) 2009. It was reported that patient underwent tract endoscopy with revision of suprapubic tube tract and suprapubic tube change due to incomplete bladder emptying/interstitial cystitis/closed suprapubic tube tract on (B)(6) 2010. It was reported that patient underwent cystoscopy, with biologic neuromodulation using botulinum toxin and suprapubic tube change due to interstitial cystitis/pelvic muscle spasm/chronic pelvic pain/incomplete bladder emptying, neurogenic bladder/refractory urinary urgency on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. It was reported that patient underwent cystoscopy with hydraulic bladder distention, matristem injection due to interstitial cystitis, neurogenic bladder, incomplete bladder emptying on (B)(6) 2011 and (B)(6) 2012. It was reported that patient underwent cystoscopy, hydrodistention of the urinary bladder and cold cup biopsy and fulguration of the urinary bladder due to interstitial cystitis on (B)(6) 2012. No additional information was provided.